Event description:
Healthcare professional called quality systems directly regardging this complaint. Stated complaint is "suspected ethylene oxide sterilant reaction" with use of the f8 dialyzer. MDR user report received for filing. Clincial info reviewed with hcp. Pt discharged from the hosp after hemodialysis treatment on 5/19/1999. On 5/21/1999 pt was scheduled to receive 1st outpatient hemodialysis at a dialysis center. The f8 dialyzer was primed according to usual facility practice. As reported, within four minutes of initiating dialysis (blood had filled circuit and pump speed was increased) pt exhibted signs of respiratory distress, became cyanotic and arrested. IV benadryl and IV epinephrine were administered. CPR initiated and pt transported to hosp for eval. Md thought pt experienced an anaphylactic reaction. Prior to this event pt demonstrated similar symptoms, although less severe, on 5/16/1999 with another dialyzer (althin altra nova 170 and mediysystems bloodlines). At this time, after the 5/21/1999 event and the hospitalization of the pt, the user facility was evaluating the medisystems ready set as the cause of the "pt reaction". On 5/28/1999 an f8 dialyzer (and medisystems bloodlines) was prepared for use with usual facility practice. The reporting hcp monitored the pt as hemodialysis was attempted with a new f8. The pt, within ten minutes of treatment started developing respiratory distress and similar symptoms as demonstrated on 5/21/1999. Hemodialysis was terminated and IV epinephrine was administered. The pt later stabilized. After this event the hcp suspected ethylene oxide as a possible allergen. Pt has not recieved any hemodialysis treatment since 5/28/1999 and being managed medically. Actual dialyzer was forwarded to medisystems with the bloodline set and later discarded. MDR filed due to medical intervention required and hospitalization.